Manufacturer narrative:
H4: lot manufactured between november 04, 2019 to november 05, 2019. H10: the device was received for evaluation. Visual inspection including magnification did not identify any abnormalities that could have contributed to the reported condition. The fill port cap was removed and no damage or red foreign material was observed of the connector and cap areas. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag in which red foreign material was found. This issue was identified during an unspecified process step, prior to patient use. There was no patient involvement. No additional information is available.